Manufacturer narrative:
(B)(4). The device was received for evaluation. During visual and microscopic inspection, black particles were observed floating within the fluid of the device. Fourier transform infrared spectroscopy revealed the particle to be elastomeric and consist of talc and carbonate. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Particulate matter was observed in the syringe of a floseal vhsd 10ml kit. There was no patient involvement. No additional information is available.